Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; the customer stated there was no damage to her tubing. She also stated the membranes pop up when she tries to assemble the connector as they should. The pump had no vibration when they first turned it on, however, it did eventually kick in. As soon as the pump went into let down mode the vibration went away again. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and parts and return of her original pump and parts was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style with maxflow breast pump she did not have suction on one side. Once she switches pump to let down mode the suction improves slightly but not at full suction. The customer also alleged she developed mastitis on (B)(6) 2022 and was prescribed antibiotics.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 12/5/2022. The device was tested with customer's kit and the problem of no suction was not reproduced. There was human milk residue on the connectors and membranes.